Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. This event was reported at brush-up seminar of neuroendovascular therapy (bsnet) at (B)(4) conference of neurointervention 2016. The device is not available to the manufacturer.

Event description:
It was reported that during the stent assisted un-ruptured anterior communicating (a-com) aneurysm embolization, while the subject microcatheter was attempting to be placed inside the aneurysm, it perforated the aneurysm. Following, a non-stryker stent and coils were placed, and the microcatheter was removed from the patient. The aneurysm was found to be completely occluded. Post procedure, imaging showed an intracerebral hematoma. There was no significant neurological deficits at this time. However, the next day the patient level of consciousness decreased and in-stent thrombosis were observed. Acute revascularization (unspecified) was performed, but the patient suffered cerebral infarction of the left anterior cerebral artery region with higher brain dysfunction.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, aneurysm rupture, hematoma, stroke, and neurological deficit are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during the stent assisted un-ruptured anterior communicating (a-com) aneurysm embolization, while the subject microcatheter was attempting to be placed inside the aneurysm, it perforated the aneurysm. Following, a non-stryker stent and coils were placed, and the microcatheter was removed from the patient. The aneurysm was found to be completely occluded. Post procedure, imaging showed an intracerebral hematoma. There was no significant neurological deficits at this time. However, the next day the patient level of consciousness decreased and in-stent thrombosis were observed. Acute revascularization (unspecified) was performed, but the patient suffered cerebral infarction of the left anterior cerebral artery region with higher brain dysfunction.